Event description:
Patient with a right bilateral slipped capital femoral epiphysis experienced a broken screw which was explanted.

Manufacturer narrative:
Lot number: information was not provided during initial report. Additional information was requested, however, returned document did not include this information. Manufacture date cannot be determine without a lot number. Investigation anticipated but not yet begun. Device history record cannot be reviewed without a lot number.